Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the instrument cracked during the procedure.

Manufacturer narrative:
Device was returned with complaint for investigation. Visual inspection of the returned persona tibial articular surface provisional (ps tasp) confirmed that it is cracked and has some type of cosmetic damage as evidenced by nicks, gouges, dents and scratches. This is a known reported issue which has been investigated through corrective actions. This device is used for treatment. This particular device is listed in the aggregate tasp scope list associated with corrective actions. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification was implemented. As such, a previously addressed design issue is considered as the root cause.